Manufacturer narrative:
Section d4 serial number was corrected. Section d4 primary UDI number has been updated. The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. Section d9 has been updated.

Manufacturer narrative:
Corrected information has been provided in h9.

Event description:
The complainant reported they were performing a primary percutaneous coronary intervention and using shockwave. During the first shockwave pulses the placement signal went out. It tried to come back but on the third set of pulses it completely went away. The physicians felt that the sensor was more than 20 mm for the shockwave. Case was performed without the placement signal.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. Updated h3 device evaluated by manufacturer to "yes". Added e4 reporter also sent report to FDA was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the issue was attributed to sensor damage during interaction with the shockwave device based on the returned product investigation and provided clinical details; however, the nature of the sensor damage could not be determined due to missing field information regarding the distance between the shockwave device and the sensor face at the time of placement signal loss.